Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the transgastric to treat a pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was reported to have migrated into the stomach. The physician noted that the distal flange appeared to deploy correctly, which led to the deployment of the proximal flange. However, despite this, the entire stent migrated into the stomach. A forceps was used to remove the stent which was noted to be fully deployed upon removal. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event stent positioning problem requiring additional device required to reposition the stent. Imdrf impact code f2301 captures the reportable event of additional device required to reposition the stent. Imdrf impact code f1001 captures the reportable event of cancelled procedure.